Manufacturer narrative:
No product was returned for investigation. Therefore, the complaint cannot be confirmed. If the product is returned, ICU medical will reopen the investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device is alarming 46876. Battery door opened and closed and powered on. Pump alarming remove/reattach cassette. Powered off and on again and now pump is alarming and says patient settings and information lost. Confirmed the settings were lost. Pump powered off. Line is clamped. Patient not affected. No patient injury. No additional information available.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.